Manufacturer narrative:
(B)(4). Results: the lantern was fractured approximately 32.0 cm from the hub. The lantern was ovalized approximately 112.5 cm and 114.0 cm from the hub. Conclusions: evaluation of the returned revealed the catheter was fractured. It was reported the catheter was kinked prior to fracture. If the catheter is forcefully advanced against resistance it may become kinked. Further manipulation of a kinked catheter may result in the eventual fracture of the device. The non-penumbra catheter was not returned for evaluation; therefore, the root cause of the resistance could not be determined. Further evaluation revealed ovalizations on the distal length of the device. If the resistance experienced was due to interactions within patient anatomy or the non-penumbra parent catheter, it may have resulted in this damage. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a coil embolization procedure using a lantern delivery microcatheter (lantern). During the procedure, the physician attempted to advance a guidewire through the lantern; however, the physician felt resistance. The physician then flushed the lantern but was still unable to advance the guidewire through it. The physician retracted the lantern and, while retracting, the lantern fractured outside of the patient. It was reported that the lantern had become kinked, and when physician flushed it and attempted to continue using it, it broke. The embolization portion of the procedure was ended at this point. There was no report of an adverse effect to the patient.